Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 238 mg/dl in the morning, and after he ate breakfast and treated via insulin pump bolus his blood glucose increased to 459 mg/dl. The customer was feeling unwell due to an earache. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were multiple air bubbles found in the tubing; the size of the bubbles were small and pea-like. The customer had already used a transfer guard and plunger to expel the air bubbles from the tubing. The infusion set cannula was inspected and it was bent. The customer declined further troubleshooting. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a replacement infusion set was shipped to the customer.